Manufacturer narrative:
Analysis was performed to the returned device. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. In this case, it was reported that the versaturn guide wire was used in the procedure and during removal there was resistance noted due to a stent. The tip coils were stuck in the mesh of the stent which likely led to the reported stretched coils and observed damages to the shaping ribbon. The observed scraped teflon coating likely occurred due to interaction with the torque device being tight against the guide wire. Cine review was performed on a returned image. Upon reviewing the image received, it is noted that the wire is beyond a stent located in the distal right coronary artery. No determination can be made as to the tip coils being entwined (stuck) in the stent as the image provided does not show the details of the stent, wire and the artery well enough to visualize any contact between the wire and the stent. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the right coronary artery with moderate calcification, mild tortuosity and 80% stenosis. The versaturn guide wire was used in the procedure but it was noted during removal that there was resistance due to a stent. The tip coils were stuck in the mesh of the stent. After many attempts, a microcatheter was used to remove the guide wire. There were no adverse patient sequela. No additional information was provided.